Manufacturer narrative:
Additional information: the target lesion was in the 1st obtuse marginal. The balloon was inflated twice across the 1st obtuse marginal to 12 atm for 8 seconds. The balloon was removed. A resolute integrity was then placed in the 1st obtuse marginal and another resolute integrity was placed in the proximal cx. A non-medtronic balloon was used for inflation in the proximal cx. Patient medication: oxygen, solumedrol, benadryl, versed, dilaudid, angiomax, effient, plavix procedural image review: a severe lesion can be observed in the om prior to treatment. A balloon can then be seen inserted into the om. The sheath is now present in the lad. A perforation appears to occur following the balloon inflation in the om. A stent is then delivered into the cx past the perforation and it is deployed. Another stent is then delivered into the om to treat the perforation. The stent is deployed and the perforation appears to be treated successfully. The cx is then dilated with a balloon however the sheath still remains in the lad. A snare device was then advanced into the lad to the sheaths location. The sheath is then successfully removed using the snare device. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician was using a euphora device to treat a lesion in the circumflex. It was reported that the device was removed from it's packaging per IFU, the device was inspected and negative prep was performed with no issues noted. The balloon advanced to the lesion in the circumflex, resistance was encoutered when advancing. The balloon sheath was retained in the lad. The physician was able to see the sheath. The sheath was removed with a snare. There were no further issues and no patient injury was reported. Physician completed the procedure with the same balloon.